Event description:
The patient reported blood on their shirt after their trial implant procedure. The patient was advised to apply more gauze and secure it as much as possible and to go to the emergency room if it did not stop bleeding. The patient was seen in the office on (B)(6) 2024 where the bandages were taken off, the wound was still bleeding, and the device was pulled early. The wound was cleaned and sutured shut which resolved the bleeding and the patient was instructed to hold their blood thinners for 72 hours.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, and using inappropriate tools have been ruled out as potential causes. However, the patient is a poor surgical risk as they are on blood thinners. The stimulator is used to treat pain. The cause of bleeding is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient is on blood thinners (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.